Manufacturer narrative:
(B)(4). It was reported that the device was explanted due to aortic insufficiency with pannus formation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The pseudoaneurysm reported likely also contributed to this event. The explanted device was returned to edwards for analysis. A supplemental report will be submitted once the evaluation is completed.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years due to aortic insufficiency. Per the op report, the patient had presented in (B)(6) 2013 with a right mca stroke and underwent successful thrombectomy. He was also found to have a liver abscess requiring drainage. He underwent transesophageal echocardiogram (tee) which demonstrated suspicious vegetation on the mitral valve. The patient was treated with intravenous antibiotics for streptococcus mitis endocarditis. The fluid from the liver abscess grew candida. He was discharged from the hospital; however, he did have evidence of structural deterioration of his bioprosthetic aortic valve along with possible formation of a pseudoaneurysm in the aortic wall located posteriorly. It was determined that he would require reoperation. During explantation of the aortic valve, there was a small circumferential rim of pannus which was excised sharply. It was noted that there was a posteriorly located pseudoaneurysm in the proximal ascending aorta at the level of the valve sewing ring. There was no active evidence of infection. The annulus was then sized for a 21 mm edwards valve. The posteriorly located pseudoaneurysmal defect in the aorta was repaired with bovine pericardial patch. After seating the valve, both coronary ostia were visualized and completely free of obstruction. The patient was weaned easily off cardiopulmonary bypass. Post bypass tee demonstrated normal biventricular function, a normally functioning prosthetic valve with no evidence of perivalvular leak or intracavitary shunt or pseudoaneurysm.

Manufacturer narrative:
Evaluation summary: probable cause for reported insufficiency could be confirmed by visual observation. Moderate calcification was observed in the cusp area of leaflet 2, minimal calcification was observed in the cusp areas of leaflets 1 and 3. The free margin of leaflet 3 exhibited heavy calcification, free margins of leaflets 1 and 2 exhibited minimal to moderate calcification. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2 mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2 mm. Host tissue was minimal at the stent outflow. Thickened and swollen tissue was observed on all three leaflets at all three commissures. The x-ray demonstrated calcification. X-ray. Additional manufacturer narrative: it was reported that the patient had aortic insufficiency (ai) from structural deterioration of his bioprosthetic aortic valve. Evaluation of the sample device confirmed the probably cause of the reported event. Moderate calcification was observed which likely caused the patient's ai. Host tissue/pannus growth was also demonstrated on the valve, as documented in the op report. Unfortunately, the reported pseudoaneurysm in the aortic wall could not be confirmed; however, this likely contributed to the patient's ai as well. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.